Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b2; b5; d2a; d2b; d4; e1; g1; g3; h1; h6. The reported event could not be confirmed due to lack of product/information. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified an additional similar complaint for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42538000301 partial tibial cemented size c left medial lot# 66395861. 42518200310 partial articular surface left medial size c 10 mm lot# 64751496. H6: suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for periprosthetic fracture and pain about five months post implantation. Attempts have been made and no additional information is available.